Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on a system. Recognition and engagement of the instrument passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly and performed all grip functions successfully. Additional observation not reported was damage to main tube. The main tube insulation exhibited damage along the distal end approximately 5.5 from the base of the snake wrist extending downward to the main tube. The insulation was found with several deep scratches and gouge marks within the area. The marks were short in length and not axially aligned with the tube. The main tube also exhibited several damaged sections with tube insulation removed. Material was missing. The customer reported complaint does not itself constitute a MDR reportable event; however; missing insulation ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si surgical procedure, a bowel grasper instrument would not grasp. Nothing reportedly fell into a patient. No patient harm, adverse outcome or injury was reported.